Event description:
The following was reported to davol maude event report (B)(4): "in 2001, I had inguinal hernia surgery and was given the kugel medium sized oval patch. Since my surgery, I have been living with pain in my groin and abdomen. I have been diagnosed with epididymitis, prostatitis as well as several trips to the e.r with fever, abdominal pain and have had my appendix removed. The pain has not gone away. I have recently learned that several others that have had this surgery and medical device have been living with the same pain. I am consulting with a physician now to seek options for removal of the kugel mesh. This has cost my family and years of pain and suffering. I encourage this product to be recalled." Per follow up with patient: in 2015 the patients reports that during an annual office visit the patient's doctor prescribed an ultrasound of the hernia repair location to determine the cause of the patient's alleged pain. The patient reports that the results were inconclusive. In (B)(6) 2015 the patient reports that he underwent removal of the peridiniums and is hopeful that this recent procedure will resolve his issues of pain.

Manufacturer narrative:
At this time the patient's alleged pain has not been found to be device related, nor has he undergone any surgical procedures associated to the mesh device. Based on the information provided to date, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's alleged pain. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)